Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that an extractor pro rx retrieval balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct. The procedure was performed on (B)(6) 2012. According to the complainant, during the procedure, the balloon was inflated twice; however, the balloon would not deflate using the prepackaged syringe. They removed the syringe from balloon and used a larger syringe to deflate the balloon. It was reported that the procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that an extractor pro rx retrieval balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct. The procedure was performed on (B)(6) 2012. According to the complainant, during the procedure, the balloon was inflated twice; however, the balloon would not deflate using the prepackaged syringe. They removed the syringe from balloon and used a larger syringe to deflate the balloon. It was reported that the procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Investigation results: visual and functional evaluation of the returned device was performed. No defects were noted to the catheter or balloon portion of the device. The balloon was inflated and deflated with the enclosed syringe with no issues. The reported event that the balloon could not be deflated could not be confirmed. However, balloon deflation issues can occur due to procedural or anatomical factors encountered during the procedure which limit the performance of the device (e.g., pressure from stones or tortuous anatomy). Therefore, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
Patient weight is unknown. The reported event of balloon deflation difficulty. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.